Event description:
It was reported to boston scientific corporation that a rigiflex ii balloon was prepared for use in an achalasia ballooning procedure performed on (B)(6) 2021. During preparation, the balloon burst. The procedure was completed with another rigiflex ii balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.